Manufacturer narrative:
Despite several requests, neither the reference/batch number of the device nor the x-ray pictures were returned for analysis. No investigation can be performed on this case. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
On or about (B)(6) 2005, patient had venatech filter implanted in ivc to prevent pe while and after undergoing amputation surgery. On (B)(6) 2011, patient underwent CT scan which visualized the filter. The CT scan showed a grade 1 filter perforation. In 2017, device still implanted.